Event description:
It was reported that during a vats procedure, the surgeon recently changed his vats approach to a single port utilizing the stapler vs. Multiport utilizing the stapler. Dr. Utilizes black, green, and blue reloads. As well as the stapler with white reloads. Since he has changed his approach he has experienced several prolonged air leaks the last 3 months.

Manufacturer narrative:
(B)(4). B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.